Event description:
It was reported via medwatch while placing 3fr. Midline in patient's rua the introducer from the kit would not pass into the patient's vein. It pierced the skin without difficulty but would not thread. Used 3.5fr introducer from separate micro introducer kit and passed new introducer without difficulty. Upon visual inspection, the grey portion of the original introducer appears frayed and curling up slightly.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq2381 showed no other similar product complaint(s) from this lot number. Device not returned.